Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a defective keypad. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found out of specification in relation to the reported 'defective keypad '. Evaluation observed the second column of keys inoperable. Using a test keypad evaluation was able to navigate the care area menu with no discrepancies. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.